Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported extraction reagent on lip with the binaxnow covid-19 ag card for performed on (B)(6) 2022. Per consumer, adult male suffered a skin exposure to his lips resulting in no symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical service provided safety data sheet to the customer and no further action is required. According to the package insert in 195000 v 3.0 precautions 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture.